Event description:
It was reported that the left ventricular (lv) lead exhibited no capture. A chest x-ray confirmed that the lead has dislodged. The lv lead was inactivated and later explanted and replaced. No patient complications have been reported as a result of this event.